Event description:
The programming tablet was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
It was reported that the physician&#39;s programming tablet was experiencing intermittent problems with the screen being pitch black. Powering the tablet off and then back on did not resolve the issue at all times. The physician requested a new programming tablet. The tablet is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
(B)(4).

Event description:
Analysis of the tablet was completed on 02/23/2015. No anomalies associated with the screen light were identified during the analysis. During the analysis it was identified that the tablet would not boot up. The cause for the anomaly is associated with a defective motherboard. Once the board was replaced, no further anomalies associated with the tablet were identified during the analysis.